Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer¿s blood glucose value had been going over 400mg/dl for 2 days. Today her bg was 130mg/dl, she ate a sandwich and then her bg was 461mg/dl. Customer¿s current blood glucose value was 390mg/dl. Customer suffered from nausea as a result of high blood glucose value. The drive support cap was normal. Insulin pump will not be returned for analysis.